Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. (B)(4). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ syringe w/ needle the syringe gasket had issues creating difficulty in drawing up medication. Foreign complaint the following information was provided by the initial reporter: drug inhalation is not normal due to air generation (endoscopic chamber). Customer found it is difficult to inject/inhale syringe gasket as it seems that it is loose. Customer is about to inject sleep-inducing agent when encountering the incident.

Event description:
It was reported that during use of the bd¿ syringe w/ needle the syringe gasket had issues creating difficulty in drawing up medication. Foreign complaint the following information was provided by the initial reporter: drug inhalation is not normal due to air generation(endoscopic chamber) customer found it is difficult to inject/inhale syringe gasket as it seems that it is loose. Customer is about to inject sleep-inducing agent when encountering the incident.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned to sbdm. Sbdm will analyze the complaint by using house samples. House samples leakage test: sbdm conducted leakage test on the 3 samples and results are: - when pulled straight, the syringes show no leakage or air aspiration. - when pulled obliquely, the syringes show no leakage or air aspiration. House samples needle leak test: - when pulled straight, the needles show no leakage. - when pulled obliquely, the needles show no leakage. Leakage test by air pressure: sbdm conducted leak test of the complaint samples received by air pressure under 0.72mpa, there was no leakage in the 3 house samples. Dimension measurement: for the 3 house samples, sbdm measured the internal diameter of barrel and outer diameter of stopper. The results shows the dimension are within specifications. Barrel internal diameter: spec f20.05 +/- 0.05mm. Samples were measured at f20.043, f20.037, f20.062. Stopper outer diameter: spec f21.0 + 0.05mm. Samples were measured at f21.023, f21.037, f21.029. Leak test results by different batch of stopper raw material: sbdm conducted the leakage test of 1,500 samples in each different batch of stopper raw material, after all manufacturing process was finished included sterilization. There was no leakage in a raw material lot no. 20190304-1 but, 2 leakage sample were found in a raw material lot number 20190311-1 house sample inspection: sbdm inspected 30 pcs house samples from lots 181242, 1812262, 1901232, no abnormality was observed. DHR review: sbdm reviewed the manufacturing record for lot 1812262, no abnormality observed. Customer complaint record: sbdm reviewed the customer complaint record, there were similar issues from other customers. Root cause: from investigation, sbdm could not find air aspiration in the house samples. Sbdm indicate possibility of stopper raw material specification being wide that cause the complaint case. The stopper injection condition should be changed according to the stopper raw material batch changed but line workers kept the best injection condition that they found before. Sbdm will request to raw material supplier to meet the spec similar with raw material lot no. 20190304-1 that was tested with no leakage using current injection condition of the barrel by sbdm. Also, using stopper raw material lot no. 20190311-1 sbdm found 2 leakage samples with current injection condition. Sbdm will try to find the best injection condition for the barrel to match the stopper. Corrective actions: 1. Sbdm conducted quality training on the customer complaint for stopper inspection workers and quality control worker. 2. Sbdm strength inspection for 20ml stopper and we are monitoring the leakage of the 20ml syringe for every lot no. By enhanced inspection method (similar with customer¿s using condition). 3. Sbdm will maintained the index of syringe assembly machine. 4. Sbdm will implement 100% visual inspection on syringe packaging process and also had retrained on inspection method for packaging inspector due to this complaint case effective. 5. Sbdm requested to stopper raw material supplier for the best matched spec of stopper raw material with current injection condition. H3 other text : see section h.10